Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the aspiration needle tip of sheath was frayed upon advancing needle out of sheath. The issue was found during an unspecified procedure. There were no reports of patient harm.